Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated she turned her implant off 3 years ago because she was traveling. Patient said she never turned the device back on because she forgot how to turn it back on and was afraid that she would get shocked. Patient said every once in a while she feels "a little tiny buzz". The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.